Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported from medwatch report mw5179920, patient's ipg is sticking out. Initial reporter elected not to be identified. Next course of action is underdetermined.

Manufacturer narrative:
A case of erosion was reported to abbott. Efforts to obtain additional event details have been unsuccessful. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.